Event description:
It was reported that during a coronary stent procedure, balloon deflation difficulties were encountered post stent deployment. The balloon was removed partially inflated without incident. No patient injuries or complications occurred.